Event description:
It was reported that the right ventricular (rv) lead was repositioned. Post repositioning, the rv lead exhibited intermittent runs of loss of capture. Rv pacing output was increased to 8 volts. Hours later, there were additional runs of rv loss of capture recorded on telemetry. There was also oversensing, possibly far field p-wave (ffpw) oversensing, which inhibited rv pacing for one interval. The next morning, the threshold was back down and there was no further evidence of loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.